Manufacturer narrative:
1/9/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lap chole procedure. Reportedly, the instrument did not fire properly. No pt injury reported.